Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. (B)(6).

Event description:
Information was received based on review of a journal article titled, ¿arthroscopic-assisted latissimus dorsi transfer for subscapularis deficiency¿ which aimed to describe a novel technique - arthroscopic-assisted latissimus dorsi (ld) transfer for subscapularis (sscp) deficiency and¿to give the preliminary results for patients. A patient identified in the article experienced a deep infection and pain following an arthroscopic humeral ld fixation procedure and showed a ruptured transfer approximately twelve months post-implantation. There has been no further information provided and the patient outcome is unknown.